Event description:
It was reported that during the implant attempt, the right ventricular lead had a high threshold at the first position. The lead was repositioned and the second position had very poor r-waves and no current of injury was noted. After two additional repositioning attempts with similar results, the physician then magnified fluoroscopy on the lead tip to observe the extension of the helix, but the helix did not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.